Event description:
It was reported by the customer that the pyxis medstation es system drawer 4.1 has encountered a failure. The user made an attempt to reboot and restore the drawer; however, the issue continues to persist. A customer has indicated that a user contributed to a delay in the dispensing of medication to a patient due to a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that matrix drawer 4.1 failed. A field service engineer reconnected the cables to drawer 4.1 in order to address the problem. The system functioned as intended after field service engineer troubleshooted the device.